Event description:
Device malfunction: difficult to remove, stuck device. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after an unspecified procedure. After clip deployment, the device became stuck in the wound track and could not be removed. The physician "manipulated the device/vessel locator wings (vlw)" and was able to remove the device. Manual compression was used to achieve hemostasis. There was no reported adverse patient effect. No additional information available.

Manufacturer narrative:
The customer reported, the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.